Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump's button response functioned properly. No button error alarms noted.

Event description:
The customer reported being at the emergency room due to high blood glucose of 500 mg/dl. The customer was experiencing fatigue, thirst, sweating, and had heart failure. The customer mentioned receiving a button error alarm. Troubleshooting was performed. The customer stated that she was not holding a button down for three minutes or greater. No further info was provided.